Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a rash on the back that looks like a ¿big butterfly¿ with some serious drainage and open area. There was no alleged device malfunction contributing to the wound. The patient¿s nurse applied benadryl and hydrocortisone to the wound. Follow up indicated that the wound improved.